Event description:
The customer reported that 204 minutes into the procedure, the patient had a vasovagal episode. The spectra optia system was paused to manage the symptoms. Once the symptoms subsided and the patient was well enough to proceed, the operator pressed continue. Then the machine alarmed "moisture detected inside the centrifuge". The customer discontinued the procedure. The patient information is unavailable at this time. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to the customer filing a sae report with their local authorities.

Event description:
The complaint form that was received indicated that no additional medical intervention was needed. No other details regarding the patient's information was provided.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history record (DHR) was reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: vasovagal reaction is a known possible side effect of apheresis. The spectra optia essential's guide states that operators should "monitor the patient and the system throughout the procedure". A patient reaction can occur rapidly and operators should be prepared to take appropriate action should any reactions occur. Per the therapeutic apheresis handbook: a physician's reference, 2nd edition, vasovagal reactions may occur in approximately (B)(4) of procedures, based on the results of a survey of therapeutic procedures. Of these reactions, most were mild and well tolerated. The customer reported receiving "moisture was detected inside the centrifuge" alarm but did not confirm if a leak actually occurred in the centrifuge. The disposable set was not available for specific root cause analysis. Possible causes include, but are not limited to: loop was loaded incorrectly misload of the centrifuge collar in the collar holder, such that the locking pin did not engage. Loop bearing not loaded correctly into either bearing holder. Manufacturing defect of loop, braid and bearings connection to loop sleeves. Misload of channel resulting in seam leak or damage to channel from other centrifuge components such as the centrifuge arm. Chamber misload of incomplete or forgotten seating into the bracket. Manufacturing defect of channel welding or channel line tubing bonds. Spectra optia essential's guide (page 7) states that "tubing sets may occasionally fail, which could result in the loss of blood, blood products, or the introduction of air into the tubing set. It is very important that the operator watch for leaks in the cassette, all tubing and welds, and in the channel while the set is in use."